Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury, as listed in the mitraclip instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Additionally the IFU states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. There is no indication that user technique contributed to the reported difficulty grasping the leaflets. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the chordal rupture. It was reported that the procedure was to treat degenerative mitral regurgitation (mr) and functional tricuspid regurgitation (tr). First, the mr was treated. One mitraclip was implanted, reducing the mr from 4+ to 1+. Next, the clip delivery system (cds) was advanced to the tricuspid valve for treatment of tr grade 4+. The septal / posterior leaflets were attempted to be grasped, but difficulty was noted due to the valve anatomy. After approximately one hour of attempting to grasp, a chordal rupture occurred. The clip was not deployed and the cds was removed. The patient was confirmed to be stable and no further treatment has been planned. No additional information was provided.